Event description:
It was reported that the patient presented in clinic for follow-up. The pulse generator exhibited premature battery depletion. It was noted that the device was exposed to rf ablation. After a firmware download, the device resumed normal function. No patient symptoms were reported. The patient would be monitored with routine follow-up.

Manufacturer narrative:
(B)(4).